Event description:
The customer reported that the cine runs were intermittently cutting out. This resulted in a loss of the live image. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable connectors were cleaned and regreased. The system was then found to be operating as intended.